Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a "total video hysterectomy" procedure, the white part of the shears detached during surgery. It was replaced by another shears and it was possible to continue the procedure. The detached white part of the shears did not fall into the patient's cavity. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information received: sales rep has answered the question below: is the white tissue pad completely missing from the clamp arm of the device? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. MDR decision is now not reportable.